Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a lead revision procedure. Patient is doing well postoperatively. The explanted device unable to return product due to facility not releasing it.